Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the superion indirect decompression system patient underwent an explant procedure for an unknown reason before a spine surgery. The patient is doing well postoperatively. The device was discarded by the medical facility. No additional information was available.